Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that could have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that on (B)(6) 2010, during routine testing, the patient reportedly presented without symptoms and myocardial scintigraphy revealed ischemia and 99% in-stent restenosis of a 4.0 x 28 xience v rx stent that had been implanted (B)(6) 2010, in the proximal right coronary artery (rca). On (B)(6) 2011, intravascular ultrasound (ivus) detected a stent fracture. The in-stent restenosis was treated (B)(6) 2011, via deployment of a new unspecified drug-eluting stent. There were no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. The lot number was provided. A follow-up report will be submitted with all additional relevant information.